Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a bariatric procedure, the loop of the wire broke. This extended surgical time for another 30 minutes. The doctor used his skills and continued to suture without the broken loop. No device fragment or component fell into the patient's cavity. Current patient status is alive with no injury. There was no device fragment left in patient's cavity. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more.